Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced rewind and display anomaly. The customer's blood glucose value was unknown. The customer stated that the pump does not rewind and it made a weird noise. The customer state that the pump blacks in and out and numbers are not visible. Troubleshooting was not performed. The product was not returned for analysis.